Event description:
The customer reported via phone call that the insulin pump alarmed button error and had a keypad anomaly. The customer's blood glucose was 185 mg/dl. The customer stated that the button error occurred after a battery change. She noted that the numbers kept scrolling without stopping when she tried to use the easy bolus, so she changed the battery, which led to the button error alarm. The customer did not observe any significant events leading to the alarm and keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.